Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose (bg) event associated with insulin flow blocked alarm on (B)(6) 2025 and got treated with insulin pen. No further information available.